Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported this event occurred in the pediatric intensive care unit. The insertion site was the right femoral. During removal of the guide wire, the guide wire unraveled. The guidewire/catheter were removed and another kit was opened. There was a delay in treatment with no harm to the pt due to the delay. There are no reported pt injuries, complications, or death. See MDR #25876-2013-00006 for the next event involving the same pt.